Event description:
Please see the attached medwatch report # 1101250000-2015-8009 that was received by the manufacturer on july 6, 2015. Per the medwatch report, the user facility reported the following information: "terumo glidesheath doesn't have an opening on the end, it's closed. Physician was unable to pass the wire through the opening delaying care on stemi (st-elevation myocardial infarction) patient. Another glidesheath obtained and procedure continued. No patient harm." The original intended procedure was: interventional heart cath on stemi patient. The device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00172.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00172 to provide the return sample evaluation results. The actual device has been received by the manufacturing facility for evaluation. Visual inspection found that the distal extremity of the tube had been deformed into an inward crushed shape. Magnifying inspection confirmed that the tube had been properly tapered on the distal segment. An attempt to insert a current mini spring guide wire product sample into the dilator was made from the dilator's distal end and it was found to be impossible. Another attempt was made where the mini spring guide wire sample was inserted into the dilator from the dilator's proximal end. The mini guide wire was able to be advanced all through the dilator. The crosscut valve, after having been taken out of the sheath, was closely inspected under magnification. It was found to have a flaw off-center the slit. A review of the manufacturing record and shipping inspection record of the involved product/lot# combination confirmed that there were not any production related-problems or any discrepancies in the inspection results. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the deformed distal tip of the actual dilator sample prevented the mini spring guide wire from passing through the dilator due to the distal end of the dilator colliding against the area off center of the slit of the cross-cut valve and deforming it into a crushed shape. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not use if the unit package or the product has been damaged or soiled; and insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00172 to provide the return sample evaluation results.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was not any indications of production-related issues or discrepancies in the inspection/test results. A search of the complaint file did not find any other report with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.